Manufacturer narrative:
(B)(6). Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse found that the sample wash valve had malfunctioned. The fse replaced the sample wash valve. Replacing the valve resolved the customer's issue.

Event description:
Customer reported fluctuating chemistry results with their au2700 clinical chemistry analyzer. Customer reported qc issues for calcium, urea, glucose, creatinine, total protein, alkaline phosphatase and alanine transaminase (alt). Customer reported water in the cuvettes. Customer only reported erroneous patient results for calcium. Customer stated there were numerous patient results affected. There was no change to patient treatment reported to beckman coulter.